Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service test, the bottom case was damaged, the plunger head needed repairs, shaft seal on top case and flange were damaged. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found both tamper seals were broken, the battery was missing, the plunger tube seal was pushed inside the pump, top case corners are chipped, and ear clip and both plunger cases are chipped, also observed the bottom case cracked by l-bracket. Damage due to customer mishandling the device. To resolve the issue, the top case, bottom case, ear clip and plunger assembly were replaced. The device?s event history log was reviewed for evidence of the reported event, and nothing was found. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.